Manufacturer narrative:
One smiths medical cadd solis vip pump was returned for analysis with no physical damage found on the pump. During analysis, the customer's reported problem was not duplicated. No error code message was detected during power up process. Service replaced the main board for preventive measure. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received indicating that during bench testing, a smiths medical cadd solis vip pump exhibited multiple system errors with code 41786. No patient was involved in this event. No adverse effects were reported.